Manufacturer narrative:
Other, other text: d3, g1, and g2 email is: (B)(6) h6 - evaluation codes: updated device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that upon opening when the therapist attempted to inflate the pilot balloon during a pre-use check the balloon was not inflating. No patient injury or clinical affects was reported.